Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. During the unpacking of a 24 x 3.00 promus premier&#10244;rug-eluting stent, it was noted that the stent was fractured. The procedure was completed with a different device. No patient complications were reported.